Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that amiodarone drip 450mg/250ml infused in one hour, sooner than intended. There was no patient harm. It was then noted that the devices logs were reviewed by the clinician and found no programing errors. Although requested, additional information was not provided.